Event description:
It was reported that; lateral mass screw fractured on the screw shaft at t1. Update (B)(6): patient came to doctor because of a c5-6 infection.

Event description:
It was reported that; lateral mass screw fractured on the screw shaft at t1. Update 10/02/2017: patient came to doctor because of a c5-6 infection.